Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. It was reported that the sterile sleeve torn after insertion of device when the medical doctor ic tightening tuohy borst valve. Sleeve cleansed with chloraprep and covered with tegaderm by cath lab staff. The patient remains on support.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause for anticontamination sleeve damage is not determined since no product/images were returned for investigation.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
D4: corrected the serial number and UDI